Event description:
It was reported that the pump exhibited a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. D5- operator of device is unknown.

Manufacturer narrative:
B5: additional information received on 19 oct 2022: the duration of the infusion (total programmed volume) was 50ml. The delivered/remaining volume when the alarm occurred was unknown. The programmed rate was 1.4 ml/h. The patient was unclear/uncertain as to the position of the pump when the alarm went off, but according to her several situations were different. It was reported that the lot number of the cassettes used was 4235228, however this is a pump serial number. H6: event problem and evaluation codes: updates not required. The device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.